Event description:
Patient reported left side thyroid cancer- not device related. Patient is having ¿psychiatric follow-up for anxiety¿ and is ¿distressed and anxious about the news of the recall.¿ patient later reported left side pain , palpable cyst and capsular contracture baker grade unknown. The device remains implanted.

Manufacturer narrative:
Continued h6 health effect impact code: f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.